Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was very hard and delayed in responding to presses resulting in multiple presses necessary for display to activate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method for insulin therapy.